Event description:
A cartridge change error was reported with the customer's pump. There was no reported adverse impact to the customer's blood glucose level. The customer reverted to manual injections for insulin therapy.